Event description:
The manufacturer received information alleging an end user passed away while using a dreamstation auto CPAP device. The reporter stated while picking up the equipment the family member mentioned the CPAP running out of water was the cause of death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an end user passed away while using a dreamstation auto CPAP device. The reporter stated while picking up the equipment the family member mentioned the CPAP running out of water was the cause of death. The reported event and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. After second attempt to have the device and components returned for evaluation and investigation was unsuccessful and customer declined to respond to the gfe related questions and terminated the call. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.